Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 ¿ april 20, 2015. The device was received for evaluation. Visual inspection noted a black particle approximately 0.07 square millimeters in size embedded in the stressmember. The particle was not in the fluid path. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark was found on the filter of a small volume intermate. This was noted before use. The device was filled with tobramycin. There was no patient involvement. No additional information is available.